Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation selection: investigation site: cq zuchwil, selected flow(s): visual / examples: missing feature or component/peeling, coating/corrosion/temperature sensitive indicator. Visual inspection: upon visual inspection of the complaint device it can be seen that the received back cage is in an intact but dismounted condition. In addition, the implant shows scratches and dents at the position where the size of the implant is edged. Otherwise, the part is in a complete and good condition, based on this the complaint is rated as unconfirmed. Furthermore, the implant could be mounted together as it was before. Document/specification review: drawings and revisions are in accordance to DHR of production lot 8176340. All relevant features are defined on the used drawing revisions of DHR of production lot 8176340. Summary: device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2012. No ncrs were marked in the DHR during production. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. A root cause could not be determined, most likely a handling error could have led to the complaint description, as the article fell apart after unpacking by use. To prevent such problems, it is necessary to operate according to the surgical technique (dsem/spn/0116/0427). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.647.238s, lot: 8176340, manufacturing site: mezzovico, release to warehouse date: nov. 28 2012, expiry date: nov. 01, 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, when the scrub nurse opened the implant packaging and tried to load the implant, she had difficulty due to the implant moving and dangling on a strange angle. Upon, closer inspection of the implant it appeared as though some of the peek cage was missing. The surgeon used a similar implant for the procedure. This report involves one (1) zero-p va implant 8mm height convex/large-sterile. This is report 1 of 1 for (B)(4).